Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of peritonitis and death in a patient coincident with dianeal pd4 ambuflex and dianeal unknown therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing until the patient's death. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized. The cause of peritonitis was unknown. The patient was recovering from peritonitis. On (B)(6) 2012, the patient died. On (B)(6) 2012, follow up information was obtained from the nurse who stated the client passed away from chf related to cardiomyopathy. Per the nurse, the death was in no way related to the clients pd therapy. It was not reported whether an autopsy was performed. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11j25061, h11j19015 and h11i19032 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.